Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 105 mg/dl at the time of incident. Troubleshooting was performed but the issue was not resolved. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly.